Event description:
It was reported that the device was used during a low anterior resection, the device could not cut washer completely. Another device was used to complete the case. There was no adverse pt consequence.